Event description:
It was reported to philips that the device experienced a self test failure. There was no patient involvement.

Manufacturer narrative:
The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue could not be duplicated and there was no fault found. Based on the conclusion of the evaluation, it was determined there was no malfunction. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a self test failure. There was no patient involvement.